Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
(B)(6) 2015: initial rsa surgery. / (B)(6) 2015: observed bone resorption by notching in x-ray at 6 months check. / (B)(6) 2016: seems the bone resorption has stopped. / (B)(6) 2018: glenoid component elimination. Bone grafting.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.